Event description:
It was reported that during a supply change the patient¿s husband attached the tubing to the patient while the device remained on the fill tubing screen, and the tubing had been filled before connection; he did not confirm the ¿drops seen¿ prompt and confirmed no insulin was delivered through the tubing after the infusion set was inserted. Symptoms included no adverse clinical effects. Outcomes included no long-term impact and no hospitalization. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed user handling error related to fill process confirmation, with no device malfunction, no alerts or alarms, and the involved infusion set model 6013892 functioning as designed. It was concluded, based on previously established findings for similar reports, that user technique during set change was the likely cause.